Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced chest pain while cooking and went to the emergency room. Upon device interrogation, a normal shock electrogram (egm) on the pacemaker mediated tachycardia (pmt) episodes was observed. Noise was able to be reproduced on the shock egm with isometrics and the right ventricular (rv) lead shocking impedance measurements were high in all three configurations. When configured rv to can the shock impedance measurements ranged from 22 to greater than 125 ohms. An exploratory cardiac cath lab procedure found a distal lesion that was medically treated. The following day a non-invasive programmed stimulation (nips) procedure was performed and the first 21j shock converted the patient and revealed consistent shock impedance measurements. During the nips procedure pocket manipulation was performed without any further noise. No further testing or reprogramming was performed. No additional adverse patient effects were reported.